Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received ineffective stimulation from the scs system. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention wherein the lead was explanted.